Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional failure analysis investigation was completed on the integrated electrosurgical unit (iesu) generator. The iesu failed to power on during the initial investigation. The low-voltage printed circuit board was replaced, and all functions returned to normal. The technician performed a system calibration because during pre-checks the bipolar outputs were lower than desired. The top cover was replaced due to deep scratches down to the metal (damaged) front frame (cracked), both bipolar/monopolar sockets (worn), and the heat sink (discolored), and the system check master printed circuit board was replaced. The unit was then functioning within specifications.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe power problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The isi fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported issue. The system was tested and verified as ready for use. Isi did receive an erbe involved with this complaint and performed the failure analysis. The erbe unit's fuses were replaced with new ones as the reported failure was confirmed. The erbe will be returned to original equipment manufacturer (OEM) for repair. The visual inspections show the erbe is in good condition. The complaint regarding the erbe power problem was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the integrated electrosurgical unit erbe (erbe) generator box was not lighting up. The caller confirmed no power to erbe. The isi tse walked the caller through reseating the ac power cord at the back of erbe with no change. The isi tse walked the caller through confirming the functional ac outlet and reseating of ac cord at the wall outlet with no change. The caller replaced the ac cord with a different power cord with no change. The isi tse walked the caller through a cycle of the erbe power button with no change. The isi tse discussed third-party cautery where force triad could not be located on-site. The isi tse was unsure how the customer was going to proceed with the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the patient was on the table when the issue happened. The erbe was not powering on, and troubleshooting did not resolve the issue. The procedure continued when the biomed went to another hospital to get the erbe generator. The surgeon used laparoscopic instruments when needed until the biomed got the new generator. The surgeon used intuitive energy instruments once the biomed brought the new generator into the or room and completed the procedure robotically.